Event description:
Patient stated that the v-go fell off. He places it on his arm and he felt the needle sticking his arm because the adhesive was becoming loose. Patient applied the v-go at 8/9am this morning and it fell off at around 3pm. Patient properly cleaned the area before applying the v-go.